Manufacturer narrative:
Complaint confirmed, the anvil broke off. The device and especially eh anvil are dented and worn due to impaction, the inner member is stuck and laser markings are faded. The cause of the event is undetermined, however a likely cause of the breakage is user-applied mechanical forces.

Manufacturer narrative:
Complaint confirmed, the anvil broke off. The device and especially the anvil are dented and worn due to impaction, the inner member is stuck and laser markings are faded. The cause of the event is undetermined, however a likely cause of the breakage is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that while the surgeon was broaching the glenoid, the back of the broach broke off. The glenoid prep was completed with a broach from another set. No patient harm.